Event description:
Pt presented with unstable angina and had two endeavor rx drug-eluting stents implanted. One stent was implanted to the mid rca and one was implanted to the proximal rca. (MFR report# 2953200-2009-00574). The pt was discharged approximately 6 days after the index procedure. The pt was asymptomatic at the 30 day and 6 month follow up. It was reported that there was no angiographic evidence of thrombus. At the 12 month follow up by telephone it was reported that the pt had died approximately 7 months after the index procedure. The pt had a non-sudden death, there was no definite death cause, autopsy report not available. The investigator reported that the relationship between the event and the endeavor device was not assessable.

Manufacturer narrative:
Eval codes, result: death.